Event description:
It was reported that approximately four years post implant of the endovascular device, the patient presented with ruptured aneurysm. Allegedly, an endoleak was noted near the bifurcation of the bifurcated device. The patient was treated with aui and occluder.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and images were provided and reviewed by a clinical representative. Based on the review of the medical records the endoleak could not be confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported endoleak and resulting ruptured aneurysm was not identified in the investigation. No device issue was identified. Device manufacture date- corrected.